Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. A visual inspection of the device header and case noted no anomalies. All setscrews moved freely and without any signs of cross-threading. All seal plugs were found to be intact. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. A review of the memory found that the threshold testing performed on (B)(6), 2010 showed a measurement of 3.3volts at 1 ms. This threshold measurement would require a programmed amplitude of 6.6 volts (safety margin: two times the amplitude in order to ensure capture). This device has a maximum amplitude of 6.5 volts. It is possible that the loss of capture was due to the patient's high thresholds. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations of loss of capture. Analysis found that this device met all specifications during testing.

Manufacturer narrative:
The device was successfully replaced with a competitor's product and both normal pacing function and lead measurements were observed. The explanted device will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Event description:
The device was returned.

Event description:
Boston scientific received information that the patient with this pacemaker went to the hospital alter losing consciousness several times. Device interrogation revealed significant episodes of asystole due to loss of ventricular capture. The patient was connected to a temporary pacemaker until a revision was performed. During the revision, the right ventricular (rv) lead was disconnected from the device and then repositioned. Normal lead parameters were noted. The lead was then re-connected to the device and the temporary pacemaker lead was removed. After this was performed, the patient experienced asystole. The temporary pacemaker lead was again inserted and the patient was successfully revived. The rv lead was repositioned again and then connected to the device. Once the temporary pacemaker was switched off, no pacing was observed with the implanted device. No other adverse patient effects were reported.